Event description:
Patient was rolled into the room at 1531. Setting up for a vitrectomy for dr. [Redacted] with the patient on the operating table awake due to being a mac [monitored anesthesia care] procedure. In the process of the constellation nitrogen gas tank being changed to a full tank, the regulator was not reading the gas pressure correctly, it was reading 154 psi on the constellation which supposed to be between 95-100 psi. Attempted to decrease the pressure but didn't have any change. Changed to another nitrogen tank with the same regulator and the pressure starting increasing then suddenly dropping. This continued for about 1-2 minutes. Biomed was called and came to the or and witnessed the pressure changes. Another regulator was located and swapped for a different one and the gas reading was in range. The case started at 1626. Once the procedure started, the vitrector was not working properly, it was not cutting or vacuuming. No harm came to the patient.